Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. Programming changes were made, however the noise issue persisted. The clinic will continue to monitor the patient. The patient was stable.